Event description:
It was reported that pressing the number 8 key of a pump keypad displays the number 5, and pressing the number 9 key displays the number 6. The customer stated that this was noticed during set-up of an infusion. The customer stated that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval reproduced the keypad anomaly. Eval confirmed the #8 key acting as the #5 key, and the #9 key acting as the #6 key. Eval found trace amounts of conductive ink residue on keypad tail. The remaining keys functioned as expected. The device did not meet specification in relation to the reported symptom. The keypad was replaced.